Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The unit failed the internal flow verification test (positive flow: measured vt). The device needed internal cleaning and the unit arrived contaminated with black spots which required parts to be replaced. The device log files were successfully downloaded and reviewed; no actionable error codes were identified. The blower, machine flow sensor, aecm proportional valve and the 3-way solenoid valve required replacement. During the evaluation, multiple conditions unrelated to the reported malfunction were identified. The internal battery pack, detachable battery pack, particulate filter and inlet filter required replacement due to preventive maintenance. Additional components were found contaminated or discolored and required replacement, including: the internal battery door, rear cover, fan retainer, main housing, blower assembly, muffler assembly, blower bellows seal, blower mount, tubing system pca, tubing blower chassis, tubing fio2, and tubing flow o2. The customer complaint was confirmed. Following service, the unit passed all testing.